Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. An exterior visual inspection of the returned cycler showed no sign of physical damage. The touch screen test failed- when powering on, the cycler push buttons ¿ok, stop, and up/down arrows illuminate. However, the touch screen remained blank. An internal inspection of the cycler found evidence of an open fuse of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. Removed the functioning inverter board from the touch screen at the completion of the investigation. There were no other visual discrepancies encountered during the internal inspection. The valve actuation test passed. The system air leak test passed. The teach pump test passed. The simulated treatment post-ast 2 hour 15 minute 8500 ml test passed. The device history record did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported an alarm that occurred while in patient was in treatment, but patient was unable to see the screen. The screen was blank during an unknown phase/cycle of dialysis. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys did make sound when pressed. The patient rebooted the cycler, and the ok and stop keys lit up but the screen remained blank. Technical support replaced the cycler due to blank screen. The patient was advised to contact pd nurse to inform of replacement. This is an out of box failure. Patient was advised to discontinue use of this cycler. Pt will perform manual treatments until the new cycler arrives. Upon follow up, it was determined there were no patient serious injuries experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.